Manufacturer narrative:
It was reported that stent had to be removed because of acute cholestasis. And stent is broken in the center, but it was completely removed. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. As a result of analysis of returned device, fractured stent was returned. There was some residue in stent cover. Since there was no retrieval string on returned stent, it was considered that distal part of stent was returned. Fracture can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. However, it is impossible to identify the exact root cause since it is hard to recreate the situation at the time of procedure and there is no patient's info. According to device history records, there was no problem with that device. So it is difficult to judge fracture by device malfunction. Also, it is impossible to confirm that acute cholestasis was caused by stent fracture. It is considered that stent was fractured due to patient's lesion status; and also stent wire was completely fractured. The suspected device is not registered in the u.s and we will continuously monitor whether similar or same complaint occurs.

Event description:
Stent had to be removed because of acute cholestasis. Stent is broken in the center, but luckily it was completely removed, because the tissue is connected to the front part of the stent.